Event description:
The physician was using an amphirion deep device to treat a patient; however, it was reported that the balloon would not inflate. The device was inspected and prepped prior to use with no abnormalities noted. There were no kinks noted on the device. No resistance was encountered when loading and advancing the device during the procedure. The balloon failed to inflated and was removed. No clinical sequelae were reported. Device evaluation: the device was returned for evaluation. Upon examination the balloon was unfolded and a tear was noted to the surface of the balloon. The balloon would not hold pressure.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: ( balloon most likely damaged by morphology).